Event description:
The doctor was unable to remove the balloon from the tray. A second iab was used without any problems. Event complications: unknown - reported 2/26/98. Pt's current status: unk - rpt'd 2/26/98.

Manufacturer narrative:
Eval: the iab was returned intact for eval within its blister tray. Blood was noted on the exterior of the iab. Visual examination revealed that both membrane retainers were in place over the folded membrane and that the iab was secured in the tray by the retainer clips. A datascope 0.030" guidewire was noted to be in place through the entire length of the inner lumen. As a test, a vacuum was drawn and maintained on the iab within the blister tray. The balloon was attached to a chatillon push/pull force gage and the removal force from the iab retainers and blister tray was found to be 1.87 pounds. Both membrane retainers were measured and found to be within datascope's mfg specs. No defect was found in the membrane retainers or folded membrane. Probable cause of difficulty: based on the examination of the iab within the blister tray, no defect was found which would have contributed to the reported difficulty. Unfortunately, it was not possible to verify the reported difficulty in the lab. No mfg defect was noted in the balloon membrane or membrane retainer. Difficulty removing the iab from the blister tray may be attributed to one or more of the following: a sufficient vacuum may not have been drawn and maintained on the folded membrane. The iab may not have been pulled straight out from the tray retainers. Datascope's instructions for use state the following: a. Remove the tray from the inner wrap. B. Remove only the extracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and slips will remain attached to the tray. Finally, it is not clear why the balloon membrane had the guidewire in place through the inner lumen when the balloon was never removed from the tray and insertion was never attempted.